Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call to have received a compromised forced sensor alarm during priming. Caller was advised that troubleshooting could not be performed due to not being the owner of malfunctioning insulin pump.